Event description:
It was reported that this pacemaker device exhibited high out of range pace impedance measurements on the right ventricular (rv) lead which triggered a lead safety switch (lss) two separate times several months ago. The rv pace impedance measurements were noted to be variable from approximately the 400 ohm range to 2174 ohms. The rv lead is not a boston scientific product. As a result of the lss, the device automatically switched the rv lead from the bipolar to the unipolar pacing and sensing configuration. Both times, the rv lead was reprogrammed back to the bipolar configuration and then the patient indicated they were experiencing symptoms of lightheadedness. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that this could be due to a device header spring contact issue or an issue with the rv lead itself and noted that it could be affecting energy transmission through the lead. Ts provided guidance to consider programming the rv lead to a unipolar pacing and bipolar sensing configuration. Ts also indicated that they could have the patient use a magnet to store episode electrograms if the issue continues to happen. The products remain in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).